Manufacturer narrative:
Date of event (B)(6) 2017 is an estimate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient was experiencing pain at the ins pocket site, further stating that if patient sat the wrong way in a chair , rolls over in bed or pulled up ,they got a sharp pain. Patient stated that they felt pain even when they run their hand over the device. Patient said the ins seems to have moved or separated. Patient said the ins used to go straight across but now it goes across part way and then slants down a little bit. Patient said above where it slants there was a bump above that. No trauma/falls that could be reported to this issue were reported. Patient stated that it was always a little tender but certain actions caused sharp pain. Patient said they were staying with their daughter and did not the programmer (pp) with them so they had no tried turning stimulation off to see if this helped with the pain. Patient said they will be at the daughter's place for another week and then will go back home. Patient was to follow up with health care provider (hcp). No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the battery moved a little bit, on one side, initially in (B)(6) 2017. On (B)(6) 2017, a sharp, needle-type pain occurred off and on for two days while moving in their bed and chair. At the time of the report, it wasn't as sharp, but was still tender.